Manufacturer narrative:
The grasper has been in use for 6 years. One jaw is broken off where it connects to the shaft. Possible cause of damage is mechanical overload; grasper was holding too much weight.

Event description:
The data and information contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary information received by karl (B)(4), who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl (B)(4) products were casually related to the incident. Allegedly, doctor was performing a lap ventral hernia repair when the jaw broke off the bowel grasper into the patient. The doctor was unable to find the jaw using a scope, so he converted to open surgery to retrieve the jaw. Procedure was completed with no adverse impact to patient. Patient condition post-op was good.